Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Manufacturer narrative:
No sample was received for examination. The reference samples were visually inspected and tested for flow, leak and luer reservoir connector. All test results were within specifications.

Event description:
On (B)(6) 2013, the patient reported that he noticed insulin leaking from the luer lock of his infusion set. He stated that the luer had loosened from the infusion device. His blood glucose level was elevated and he thinks it was due to the insulin leak at the luer lock. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded by the patient. The patient was sent complimentary infusion sets.